Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter exhibited multiple compressed-type spots and several kinks/twists within the body. Dimensional examination: the inner and outer diameters of the catheter were found to be within dimensional spcifications. A lot history review revealed that no other complaints of this nature have been received for the products from this sterile number. Although the exact cause for the catheter's kinking could not be determined, catheter kinking during clinical use is a known, routine procedural complication occurring during angiography and is typically related to technique, skill and vessel tortuosity.

Event description:
During an angiography procedure, the catheter kinked and coiled within the pt's vessel.